Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was used as a veterinary product in a veterinary procedure. Device is marketed for human use. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: during a veterinary procedure for a rupture of anterior cruciate ligament on (B)(6) 2013, the surgeon was drilling with the drill bit. Reportedly the doctor could not burrow after five minutes using the drill bit. The doctor continued to drill and stopped due to the bone emitting smoke. The surgeon used a competitors drill bit with no further problems. It was reported the bone quality was not hard. This is 1 of 1 report for complaint, complaint #(B)(4).

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device by the complaint handling unit revealed the complained drill shows clearly that the cutting edges are blunt and worn out. The file history record has been reviewed and shows conformity with the material- and manufacturing specifications. The investigation could not determine the exact cause for this damage. The complaint condition is likely the result of a drill bit used often or a drill bit that has fallen to the floor.

Event description:
It was reported by the complainant, the surgery performed on (B)(6) was the first usage of the drill bit